Manufacturer narrative:
(B)(4). One used smallbore extension set without packaging attached to another manufacturer multiport extension set was returned for evaluation. Visual examination of the set noted a vertical crack along the length of the caresite female luer threads. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. The returned sample confirmed the reported incident of leaking product. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. CAPA (B)(4) is in process to address the issue of cracked/leaking caresites. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: during the infusion, blood leakage had occurred. The nurse found leakage from between the device and terumo plug. No patient injury.